Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that a lead safety switch (lss) alert was triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances. Ts reviewed the daily threshold and impedance measurements trend report and confirmed an abrupt increase in rv lead pacing impedances that measured to be greater than 2000 ohms. Ts discussed possible causes of the impedance changes with the hcp and recommended for the patient to be scheduled for an in person visit, for further lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.